Event description:
It was reported that this right ventricular lead was explanted and replaced due to placement difficulty, dislodgment, and damage defective. The physician tried to place the lead on the septal side, however, the lead was not successfully placed. Then, it was noted that this lead exhibited dislodged, so the placement was performed again, but the lead was found to be dislodged again. Subsequently, it was observed that this right ventricular lead was slightly deformed. A new lead was successfully placed and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly, lead body, and electrode tip found a curvature in the lead body approximately 540 mm from the terminal pin, likely induced during implant. Laboratory analysis identified lead characteristics that would have resulted in the clinical observation of dislodgement, difficulty to position, and damaged/defective.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to placement difficulty, dislodgment, and damage defective. The physician tried to place the lead on the septal side, however, the lead was not successfully placed. Then, it was noted that this lead exhibited dislodged, so the placement was performed again, but the lead was found to be dislodged again. Subsequently, it was observed that this right ventricular lead was slightly deformed. A new lead was successfully placed and no adverse patient effects were reported.